Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2013, the patient reported that he does not think the infusion device was delivering insulin properly and causing his blood glucose level to be elevated. His blood glucose levels have been as high as 413 mg/dl. He stated that when he disconnects from the infusion site and programs a bolus, he sees very little insulin come out of the end of the tubing. The patient bolused 10 units of insulin, he drew the insulin that came out of the tubing into a syringe and it only measured 3 units of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, infusion set, insulin cartridge, and adapter were replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.